Event description:
The customer reported the sys displayed an error code message and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A memory card and generator batteries were replaced. The sys was then found to be operating as intended.